Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 51cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the lead fragment, it is reasonable to assume that the lead cut during the extraction procedure. The performance of the returned lead fragment was scrutinized. The analysis showed multiple abrasion marks along the lead fragment. In particular 8.5cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as cuts into the insulation 45cm proximal to the lead tip and a deformed rv shock coil, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the insulation on this lead had eroded, causing oversensing of noise leading to inappropriate shocks. Should additional information become available, this file will be updated.